Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced the needle piercing through the catheter while introducing catheter. The following information was provided by the initial reporter: patient who at the time of performing venipunction for medication administration, when removing the mandrel to check return, it is perfored inside the skin.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced the needle piercing through the catheter while introducing catheter. The following information was provided by the initial reporter: patient who at the time of performing venipunction for medication administration, when removing the mandrel to check return, it is perfored inside the skin.

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.